Event description:
Hemopro vasoview was used for vein harvest. Tested the product prior to use and the product performed as expected. The surgeon was removing the vein and vasoview c-ring snapped in half. No harm to the patient, no delay in procedure. FDA safety report ID (B)(4).